Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue. The ventilator was found to audibly and visually alarm as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. (B)(4).